Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The evaluation confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a cold solder connection on the back flex. The back flex was replaced. All detection capabilities and functions performed as expected.

Event description:
It was reported that a pump did not have audio function. It was also reported that there was no pt involvement.